Event description:
Additional information received from the manufacturer representative reported that the patient had not charged her device since it was brought out of overdischarge in (B)(6) 2015 and it was back in overdischarge. It was noted that after it was brought out of overdischarge in (B)(6) 2015 the implant was charging and discharging erratically and was anticipated behavior for a device coming out of overdischarge. The representative was trying to charge the battery and indicated that it flashed from 25% to fully charged and then it went back down. The battery could not be read with the clinician programmer. Further information received from the representative reported that they had been charging for four hours with eight bars and were still unable to read the implant due to the battery being discharged. The representative stated that an end of service message was seen on the recharger at some point.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 3887-33, lot# j0208317v, implanted: (B)(6) 2002, product type: lead. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7427, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID 3887-33, lot# j0208317v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that the patient had been in overdischarge since (B)(6) 2015. The consumer received a replacement recharging cord, but it was not recharging the implantable neurostimulator (ins). The consumer was instructed to contact the manufacturing representative when she was ready to meet in the physician's office to perform the power on reset (por) reset. The consumer also later reported via a manufacturer's representative that a power on reset was attempted to resolve the issue. A trickle down reset was attempted and the implantable neurostimulator was charged to 25% in the health care provider's office but the consumer had to leave to another appointment prior to being able to communicate with the clinician programmer to clear the power on reset. The consumer was going to attempt to continue charging at home. The consumer also noted that they have not used their implantable neurostimulator in three to four months and did not charge their device in that period of time. Additional information reported that the consumer was recharging frequently. They reported that the implantable neurostimulator would only retain charge for a few minutes. The implantable neurostimulator showed that it was at 25% and when connected to the recharger it would show 75% after a few minutes. Battery damage was discussed, and this was the second overdischarge reported for the patient. It was reported that replacement was the only option at this point and the health care provider was requesting authorization for a replacement. The power on reset was cleared on (B)(6) 2015 but the implantable neurostimulator would not stay charged. It was also reported that the consumer had a CT scan of her right hip as she was experiencing some new pain. The consumer's original pain, for which their therapy was intended, was for bilateral low back pain down the left leg to the left foot. The consumer stated that their implantable neurostimulator helped with their original pain pattern. The indication for use was lumbar radiculopathy. Should additional information be received, a follow up report will be sent out.